Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended with no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial flutter ablation, a pericardial effusion was noted. While ablating in the left atrium, the patient became hypotensive. Ablation was stopped and an echocardiogram was performed which revealed a small pericardial effusion. The patient quickly stabilized without any intervention. There were no performance issues with any abbott device.